Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb in 2014, patient presented with nipple retraction and was taken for a corrective surgery while the surgeon was performing the surgery he excised the residual of the biozorb it was all dissolved, leaving a small cyst with pasty material and clips floating in the cyst as well as in the tissues. No negative findings. The physician reported that the patient did not have any issues with the biozorb and that it was an incidental finding during a cosmetic surgery thus he decided to remove the markers.